Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer half height 2.1 had all cubies undetected on the bus. A field service engineer replaced retractor band and restarted to resolve. No errors found and hardware test application passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubie pocket for oxycodone medication failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.